Event description:
Procedure: radio frequency ablation. Customer reported that after several minutes into the ablation procedure, a nurse found patient's electrode pad, but the procedure was continued. After the surgery, it was evaluated as a 2nd degree burn. The patient was treated with an application of ointment to the injury site. The maximum output power was 80w. The total ablation time was 12 minutes. The power was increased by the normal step-up method during the procedure. Upon return, the pad was found to have a discontinuity which has the potential to cause serious injury.

Manufacturer narrative:
Investigation/corrective action is still on going. Results/conclusions, when completed, will be submitted in a follow-up report.